Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was revised due to elevated threshold levels. During a follow-up check one day after the revision procedure the rv lead was not sensing as expected and displayed undesired threshold and impedance measurements and had dislodged. An invasive revision procedure was successfully performed and the rv lead was extracted and replaced. To date there were no additional reports of adverse pt events.